Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352700. Model: sc-8352-70. Serial: (B)(4). Batch: 7007094.

Event description:
It was reported that the patient had inadequate stimulation. All device components were explanted and will not be returned.